Event description:
The consumer reported a false negative result with the covid-19 at-home test. On (B)(6) 2022 the consumer began to experience symptoms that included feeling sick and nasally. On (B)(6) 2022, in the morning, the consumer performed a covid-19 at-home test and the result was negative. On (B)(6) 2022, after coming home from work, the consumer performed 2 more covid-19 at-home tests and the results were both positive. The consumer believes the positive results to be true. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. A false negative may occur when sampling is not performed as described in the instructions for use (IFU). The limit of detection varies depending on the type of test. A negative result may occur due to an insufficient amount of virus in the sample. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).